Manufacturer narrative:
(B)(4). Per customer, the actual sample is not available. However, one unused companion sample is available, and is being sent for evaluation. The companion sample has not been received yet.

Event description:
This is a case report received by baxter (B)(4) from the customer. It was reported by the doctor that his patient had repeated issues with transfer set. The patient's transfer set had a crack and an exchange of the transfer set was necessary. The transfer set had been used since (B)(6) 2009. There was no patient injury reported. Patient was not hospitalized, only the transfer set had been exchanged immediately due to slow leakage.

Manufacturer narrative:
(B)(4). During baxter's investigation information was received indicating that the user had used the disinfectant softasept. One unused companion set was received in the original unopened packaging in reference to the crack/broken. The set was visually inspected and no manufacturing abnormalities were noted. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. No visual defects were noted. A batch review revealed no problems were noted during the manufacture of the lot. This complaint could not be confirmed in the lab on the returned sample; the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.